Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. The device also was received with cracked case at the display window corners and the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.(B)(4).

Event description:
The customer reported that the insulin pump alarmed button error. The blood glucose reading was 126mg/dl. The customer attempted to bolus, but the numbers began to scroll. Then the caller removed the battery and placed it back, but the device got button error and the buttons were unresponsive. Advised the customer to discontinue use of the insulin pump and revert to a back-up. No further information was provided.